Event description:
It was reported the patient did not think the same drug was in the pump like usual. It was noted they had a refill 3 days prior with no anomalies and was getting another refill the day of report. It was stated the health care provider (hcp) was the vial of fentanyl from the pharmacy was not closed correctly. The patient status was noted as alive with no injury. The pump was used to deliver fentanyl. Additional information reported they were unsure if the correct drug was in the vile, but the pharmacy said it was the correct drug. It was noted the hcp saw the damaged vial 3 days after the refill procedure. It was stated the patient was fine. Follow up information has been requested, but was not available for the date of this report.

Manufacturer narrative:
(B)(4)